Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit (cr) board failure, and printed circuit low voltage switching device board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due malfunction of the printed circuit board, error code b30 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited a b-30 error during setup for an unspecified procedure. There were no reports of patient involvement.